Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va15z0j, implanted: (B)(6) 2016, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported feeling stimulation in the wrong location since (B)(6) 2016. The patient later stated she has felt stimulation in the wrong location since (B)(6) 2016. The patient stated she feels stimulation in her rectum across all of her programs. The patient stated she thinks the lead wire has moved as she only weights 90 pounds and sleeps on her back believes ¿wear and tear¿ has moved the lead. The patient reported the stimulation location changed to the rectum. The patient stated she has tried all 4 programs and is looking to schedule a time with a manufacturer representative (rep). The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.